Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a dist. The prod is not sold in the USA but is similar to a prod which is sold in the USA. The returned device was visually inspected. Results: one of the heater wire pins on the inspiratory limb was bent towards the other pin. This prevented a heater wire adapter plug from being connected to the breathing circuit. Conclusions: the device failed prior to use. The rate of occurrence for such complaints is approx 0.0018% worldwide for the last year. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at breathing circuit set up.

Event description:
A dist reported that two of the rt200 breathing circuit heater wire pins were bent. No pt injury was reported as a result of the incident.